Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 4 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3149ans, UDI: (B)(4), serial: n/a, batch: 3956094. Common device name: scs lead, model: 3169ans, UDI: (B)(4), serial: n/a, batch: 4055103. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2022-05484; 1627487-2022-05485. It was reported the patient's ipg failed to establish communication with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. The patient also experienced ineffective therapy in the supraorbital and occipital regions bilaterally. As a result, surgical intervention occurred wherein the ipg and leads were explanted and replaced to address the issue. The investigation did not determine which of the leads are related to ineffective therapy.